Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Variance was reported between inratio inr result, lab inr result and alternate poc inr result. The results were as follows: on (B)(6) 2016: inratio inr = 2.4. On (B)(6) 2016: lab inr = 1.4.(venous draw at hospital). On (B)(6) 2016: alternate poc inr = 1.3 (fingerstick at cardiologist's office). Reported therapeutic range = 2.0-3.0. Warfarin was discontinued by cardiologist on (B)(6) 2016; patient was prescribed xarelto (dose not provided).

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. In-house testing on the returned monitor using retained test strips met accuracy criteria. The customer's complaint was not confirmed. The returned monitor passed functional and thermistor testing requirements during in-house investigation. The system performed within expectations. A statistical analysis of the impedance curve generated using the customer's reported inratio inr result determined that the curve was normal in shape and did not exhibit a weak or abnormal slope. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.